Manufacturer narrative:
Patient codes: (extended operating time, surgical intervention required). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a stapled haemorrhoidectomy procedure. The device was being applied above the dentate line in the anal canal. The tissue was cut but not stapled completely. The anvil could be tilted after firing and the anvil was not bent. This resulted in tissue damage. It was hand sutured later. The surgical time was extended by more than thirty minutes in order to suture. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance will continue to monitor this condition for future potential action. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore, a device history record review will not be performed. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.